Manufacturer narrative:
The customer was informed that the battery has an issue. The bench repair technician also found that the therapy pca board was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.